Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 403 mg/dl and 290mg/dl. Customer's current blood glucose value was 318 mg/dl and the last value was 358mg/dl. The customer was treated with insulin pump. Customer stated they that had issues with the auto mode feature of the insulin pump. The troubleshooting was performed for high blood glucose value. The insulin pump will not be returned for the analysis.